Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the psol assembly. The unit passed extended self testing.